Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation

Event description:
The customer stated that the touch screen on this unit is not responding when touched and looks to have fluid ingress. There was no patient involvement at the time of the incident.